Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this lead had dislodged. A 3 second pause in pacing was also observed. There were no adverse patient effects reported. The lead was explanted and replaced successfully. The lead was discarded following explant.